Event description:
It was reported that stent damage post deployment which resulted to additional intervention occurred. An 80% stenosed target lesion was located within the coronary artery. The lesion was predilated and a 20 x 4.00mm promus elite mr drug eluting stent was advanced for treatment. Resistance was felt during advancement. Stent deployment was not successful. The stent was then post dilated. The stent was not removed from the patient and completed the procedure with another of same device. There were no patient complications reported.